Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that an ophthalmic operating console exhibited vacuum issues and there was no cutting in sculpt mode. Procedure was completed on the same day. There was no patient harm.

Manufacturer narrative:
Due to the customer¿s request, the service record was closed, and on site servicing was not completed. Service history was reviewed for the system, and no other service record (relevant to the complaint reported event) was found. A non-conformance-based review of the batch/lot/serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this lot/batch/serial number was performed. No similar complaints were reported for the product lot/batch/serial under investigation. Based on the information obtained, the root cause of the reported event is inconclusive because no service record relevant to the complaint reported event was found. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).